Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight were not available for reporting. Additional device product code is mqn. (B)(4). It is unknown if the subject device will be returned for evaluation at the synthes manufacturer at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon took the psi (patient specific implant) oral splints and tried to fit it on the patient in his office and found it did not fit. This event was a trial fitting for a future surgical date of (B)(6) 2016. There was no surgical procedure involved with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.